Event description:
It was reported that during a primary variax the k-wire cutter broke during the surgery. The spring loaded part broke. Did not cause a delay in surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the broken spring could be confirmed but not determined. Based on the currently available information, the root cause can be attributed to a mechanical stress has been observed. The appearance of the fracture surface shows clear indications of an intercrystalline forced rapture mode due to stress crack corrosion which finally led to the breakage caused by overload. The visual inspection showed clearly that one spring is completely broken off. The spring is broken off in such a way (above the screw hole) that we can clearly indicate that high mechanical forces or possible inadequate handling of the pliers has led to these damages. Note that discolorations / corrosion are clearly evident which are obviously also had an impact on these damages (please ensure to follow the instructions for cleaning, sterilization, inspection and maintenance. It was also noted that the pliers are jammed up (possible insufficient lubrication after sterilization) and can be therefore not used as intended. Also discolorations / corrosion are clearly evident which are obviously also had an impact on these damages (please ensure to follow the instructions for cleaning, sterilization, inspection and maintenance). The instructions for l24002000-en k0213 cleaning and sterilization guide was reviewed: ¿before preparing for sterilization, all medical devices should be inspected. Generally un-magnified visual inspection under good light conditions is sufficient. All parts of the devices should be checked for visible soil and/ or corrosion. Particular attention should be paid to: soil ¿traps¿ such as mating surfaces, hinges, shafts of flexible reamers. Recessed features (holes, cannulations). Features where soil may be pressed into contact with the device, e.g. Drill flutes adjacent to the cutting tip, sides of teeth on broaches and rasps. Cutting edges should be checked for sharpness and damage. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Functional checks should be performed where possible: mating devices should be checked for proper assembly. Medical devices with moving parts should be operated to check correct operation (medical grade lubricating oil suitable for steam sterilization can be applied as required). Rotating instruments (e.g. Multiple use drill bits, reamers) should be checked for straightness (this can be achieved by simply rolling the instrument on a flat surface).¿ note: ¿stryker osteosynthesis typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. See appendix 3 in the l24002000-en k0213 cleaning and sterilization guide for further details.¿ [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities as well. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that during a primary variax the k-wire cutter broke during the surgery. The spring loaded part broke. Did not cause a delay in surgery.